Event description:
Reportedly, during biopsies the argon 7 fr introducer's seal in the valve was leaking so there was bleedback from the introducer when the endomyocardial biopsy forcep was introduced in and out. Also, when introducing the endomyocardial biopsy forcep, it is difficult to feed it through the sheath. Reportedly, it was also very difficult to remove the biopsy forcep from the sheath. Reportedly, this has been happening over the last few months with multiple patients but there has been no harm to the patients.